Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold and opening curved on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "visible irregularity, palpability, hardness, fluid collection around implant¿ and ¿anxiety." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "visible irregularity, palpability, hardness, fluid collection around implant¿ and ¿anxiety." Device remains implanted.